Event description:
Additional information was provided stating that per looking at the exam its noted that the site had a 3.7mm accuracy known for the complaint. The site had also traced under the eyes which may have caused a reason for the complaint. There was known points that were also noted to be under the skin as well as red points to which would have been thrown out. Ts would have recommended a new trace pattern, avoid tracing under the eyes and possible touch points to help bring down the accuracy for the registration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that there was insufficient information in order to determine the root cause. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No further patient information was provided. Concomitant medical products: product ID: sfw kit 9735736, stealth s8 ent EU-sc, version 1.2.0 e. Facility information was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that there was an alleged inaccuracy during navigation near the end of the case. The alleged inaccuracy was about .5cm. The doctor alleged that the systems navigation was showing inferior and interior. Patient was present. No delay and no reported impact on patient outcome. Note: there is conflicting information in the case regarding the aware date. Follow-up is being conducted to clarify this information.